Event description:
It was reported that three months post successful implantation of a vascular stent in the sfa, the patient felt pain in his leg. Angiography showed that the stent was fractured. A thrombolytic treatment was performed and a further re-vascularization procedure will be necessary to treat the patient.

Manufacturer narrative:
Although this product is not sold in the united states, this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the united states under # (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.